Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04452. It was reported that the patient experienced ineffective therapy due to the leads being fractured. The fractured leads resulted in high impedances. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was established.